Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. 4 of 4 related events. The following information was provided by the initial reporter: it will not let the lipid emulsion past the filter. It isn¿t with all sets being used but it is preventing patients from receiving medications.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. 4 of 4 related events. The following information was provided by the initial reporter: it will not let the lipid emulsion past the filter. It isn¿t with all sets being used but it is preventing patients from receiving medications.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the lipids were unable to prime past the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.